Event description:
The pt reportedly, experienced pain caused from incidences of overly loud stimulation. The pt also reported a decrease in sound quality. External equipment has been exchanged and programming adjustments were made. However, the problems were not resolved. Testing performed confirmed that the device was functioning. The decision to explant the pt's cii device is under eval.